Event description:
It was reported that the patient was exhibiting stroke-like symptoms following the atrial fibrillation procedure using the medtronic pfa system. When the patient woke up in the recovery room, the patient complained that one leg hurt a lot. The ankle on the hurt leg was visibly more swollen than the other leg. The patient also complained of groin pain on the same side as the access site. The physician confirmed on ultrasound that there were no issues with the access site. One of the patient's arm was weaker than the other and that the patient was unable to lift one leg as well as the other leg. One side of the patient's body was weaker than the other. The patient was transferred from the lab and to the ER. The medical intervention provided was unknown. The patient's last known status was unknown. The was unknown if the stroke was confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).